Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house strip testing on the reported strip lot meets release criteria. The product performed as expected. A review of the manufacturing batch records for the reported strip lot did not uncover any non-conformances. The lot meets release specifications. Although the root cause analysis did not include return testing, an improper technique was identified in the complaint. This may contribute to unexpected results. The customer was reported to have sickle cell anemia with hematocrit outside of the validated range for the product. This cannot be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr result and the lab inr result. The results were as follows: (B)(6). Patient self tester stated that there were no changes in her medications at ths time. It was noted that multiple drops of blood were added to the test strip. Patient self tester's hematocrit is not in the validated range of 30-55%; on (B)(6) 2015 her hct=18.3%.